Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that at the end of (B)(6) they had their second (B)(6) covid vaccine and experienced diarrhea which continued through (B)(6). The patient doubts it was the vaccine that caused this and it seems like something interfered with the interstim during that time. The patient had turned the amplitude up twice and it seemed to help and they were back in therapy for lower abdominal strengthening. The patient reports their episodes of fecal incontinence went from once every 6 weeks, to 3 weeks, to 6 days. The patient also notices a rapid pulsing in the groin when they have a bowel movement. The patient states there must be scar tissue where the lead and ins is at, because it was poking out a bit and the surgeon was concerned about that. The patient was also going to have a CT scan today to check on the status of cancer they had removed, but the doctor also looked at the scan results to further assess the problems with ins and lead poking out. The patient does not want revision performed because it is not bothering them but the surgeon was concerned it could get worse over time. Patient services reviewed expectations about therapy titrations and device healing. The patient was going to plan to continue to increase amplitude to see if this address fecal incontinence concerns. Patient services recommended that the patient discuss therapy concerns with managing physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.